Event description:
During implant, the lead connector pin was disconnected from the lead body while removing the stylet with difficulty. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with stuck stylet. The ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region.